Event description:
Patient's oxygen saturations began to decrease. Blood clots were noted in the oxygenator requiring circulatory arrest for 3 minutes while the oxygenator was exchanged. The surgery was completed and the patient transferred in stable condition. Reference MFR # 9681834-2014-00269.